Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment for coronary procedure. The procedure was delayed and completed after reactivating the pdu and restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system could not start up. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found that the differential fuses in the electrical panel were deactivated. To resolve the issue, rse instructed the operator in the hospital to restart the general power supply. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.